Event description:
It was found approx two and a half months post op that c2 screw broke after the posterior fixation from occiput to t1. The pt reportedly was asymptomatic, the revision surgery is not planned at this time.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however a like device catalog # 6955724, 510k# k042789 was cleared in the united states. The implant remains implanted, product return is not possible at this time. There is no film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.